Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent recurrent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent laparoscopic ventral repair on (B)(6) 2013 during which the surgeon noted ¿several loops of small bowel were densely adherent to the mesh and attempted to remove the mesh completely from the adherent bowel. The mesh was so densely adherent to the bowel that a small portion of the mesh could not be removed and was left adherent to the bowel.¿ it was reported that the patient experienced severe pain. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 4/9/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2020. Additional information: a2, b7, d1, d3, g1, g2. Additional b5 narrative: it was reported that the patient experienced hernia after the implantation.